Event description:
A customer contacted beckman coulter inc. (Bec) regarding an elevated troponin (accutni) result above the ami cut-off generated by the synchron lxi 725 clinical system for one patient. The result was questioned by the physician since it did not match the patient's clinical picture. Upon repeat, the result was in the normal range and a corrected report was issued. There was no change to patient treatment attributed to or connected with this event.

Manufacturer narrative:
Sample was lithium heparin plasma and centrifuged for 7 minutes at 3200rpm at room temperature. Samples are drawn by phlebotomists and the customer does not know if they are handling samples appropriately. Qc has been recovering within the customer's established ranges and system checks were passing within specifications. A field service engineer (fse) was on-site (B)(4) 2011 and ran accutni precision which did not give consistent results and luminometer was getting errors. A replacement analytical module was ordered and fse went on-site the next day and installed new analytical module and cable to I/o pcb. Fse then performed alignments on analytical module and started luminometer which still had no rlus. Fse replaced the I/o pcb and verified repair per established procedures and results met published performance specifications. The root cause for this event is likely attributed to hardware.